Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted during testing. However, the insulin pump was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with broken reservoir tube lip, cracked case at display window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a recurring motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will be returned for analysis.